Manufacturer narrative:
D5,6; h4: information not available, device not returned fof analysis.

Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported while positioning the device on ip ligament the atw35 failed to opened while attempting to reposition. The surgeon had to pry the device open with a grasper. The surgeon completed the case using another atw35. There was no consequence to the pt.